Event description:
Meter had power issues. Within the last two months, meter has stopped powering on and patient had replaced the battery twice with that time period. Last thursday patient was feeling very thirsty and light headed. Patient tried testing on patient's meter but it would not turn on. Patient then called 911 himself and when the parmedics arrived patient's blood glucose level on their meter was 360mg/dl. Patient was taken to the hosptial and placed on IV insulin. Patient did not recall what the hospital meter result was. Patient also mentioned that patient was a stype ii diabetic and was taking a set amount of glucotrol everyday. This regimen was not changed post ER release. Based on all the information provided, it can be concluded that the meter malfunction did not contribute to any event since the patient was experiencing high symptoms prior to the meter not powering on.also that morning, patient had received a high result on the meter. However, since the power issue was not resolved with troubleshooting, this case is reported as a meter malfunction.